Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive during testing. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful.

Event description:
It was reported that this programmer failed to response during interrogation. Field representative was checking the patient who was a pacer dependent, when the auto threshold done, programming the patient to right ventricular (rv) output to rvac, however, the field representative hit a dead spot on the screen. Instead of hitting the auto it chose 0.1 milli volts and programmed into device. Field representative was able to reboot this programmer and reinterrogated the device and was able to program the device correctly. The patient felt a drop-in heart rate in the escape rate. This programmer remains ins service. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Several errors or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer failed to response during interrogation. Field representative was checking the patient who was a pacer dependent, when the auto threshold done, programming the patient to right ventricular (rv) output to rvac, however, the field representative hit a dead spot on the screen. Instead of hitting the auto it chose 0.1 milli volts and programmed into device. Field representative was able to reboot this programmer and reinterrogated the device and was able to program the device correctly. The patient felt a drop-in heart rate in the escape rate. This programmer has been received for analysis. No adverse patient effects were reported.